Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances (sli) measuring greater than 200 ohms. A request was made to technical services (ts) to review the data. Ts confirmed sli are out of range and there were no episodes of noise. The health care professional (hcp) reprogrammed to single coil lead configuration. Ts discussed that this could be a temporary option and provided troubleshooting options. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock lead impedances (sli) measuring greater than 200 ohms. A request was made to technical services (ts) to review the data. Ts confirmed sli are out of range and there were no episodes of noise. The health care professional (hcp) reprogrammed to single coil lead configuration. Ts discussed that this could be a temporary option and provided troubleshooting options. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported. It was reported that patient was hospitalized due to an unknown cause. Additional information was requested from the field representative; however, no new information was obtained. Additionally, it was noted there was a fracture however, it was not visible on the x-rays. The device was re-programmed to a different shock vector, and they will check all impedances again. At this time, the lead remains in service. No additional adverse patient effects were reported.